Event description:
It was reported that the patient presented in clinic due to cardiac perforation. Device interrogation revealed under sensing, failure to capture and r wave amplitude variation on the right ventricular (rv) lead. During computed tomography. A cardiac perforation was noted, while repositioning a failure to extend and retract on the helix. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of failure to capture, r-wave amplitude variation and under sensing were not confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.